Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
A (B)(6) male patient in the spiral-z post-market registry (11-015) experienced claudication (lower limb or buttock) on (B)(6) 2014 (14 days post procedure) and (B)(6) 2015 (271 days post procedure). The patient was treated on (B)(6) 2014 for an aortoiliac aneurysm. The maximum aortic diameter was 52 mm. The proximal neck had a parallel shape with no thrombus. The bilateral iliac arteries had mild tortuosity, no occlusive disease, and mild calcification. The patient received a 26mm x 98mm main-body device, another manufacturer's 10mm x 45mm left iliac leg , a 11mm x 122mm right iliac leg, and a 16mm x 56 mm left iliac leg extension. There was no difficulty deploying any of the components. No other procedures were performed and no additional devices were used. A molding balloon was used but no details were provided regarding its use. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, endoleaks or thrombus. On (B)(6) 2014 (14 days post-procedure), the patient experienced claudication (lower limb or buttock). No other information regarding the event is available. On (B)(6) 2014 (75 days post-procedure), the patient was seen in follow-up. There had been no change in the size of the aneurysm. Devices were patent with no external compression, flow-limiting kinks, endoleak or migration. Evidence of thrombus was noted in the right iliac leg. On (B)(6) 2015 (271 days post-procedure), the patient was seen in follow up. He again experienced claudication (lower limb or buttock). The aneurysm had contracted (> 5 mm). Occlusion was noted in the right iliac leg. There was no evidence of external compression, flow-limiting kinks, thrombus, endoleak or migration. No other information regarding the event is available. There was no data submitted regarding any intervention for the occlusion.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, trends and quality control of the device was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Per the IFU " vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. Pre-existing regions of stenosis/narrowing have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). Patients with a graft leg lumen of less than approximately 5 mm may be at increased risk of a thromboembolic event (i.e. Graft limb occlusion). Clinical factors that are known to contribute to thrombus formation include genetic predisposition, iliac tortuosity, external compression, pulsation / repetitive stenosis, narrow inner iliac lumen, vessel damage, and rough surfaces. Tortuosity, compression, and pulsation can create shear forces within the leg that stimulate thrombus growth. The clinical study reported that the patient's iliac legs had mild tortuosity; however, this is not sufficient evidence to determine if the tortuosity may have contributed to the reported event. Based on the available information and results of investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported that 14 days post zenith flex with spiral-z technology aaa endovascular graft iliac leg implanted for treatment of aortoiliac aneurysm, this patient experienced lower limb/ buttock claudication. On (B)(6) 2014 the patient was seen in follow up clinic. There were no reported changes seen in aneurysm size and the devices were noted to be patent without external compression, flow-limiting kinks, endoleak or migration. Evidence of thrombus; however, was noted in the right iliac leg. On (B)(6) 2015, the patient presented to follow up clinic again with complaints of lower limb/buttock claudication. At this time the aneurysm had contracted to greater than 5 millimeters (mm) and an occlusion was noted in the right iliac leg. There was no evidence of external compression, flow-limiting kinks, thrombus, endoleak or migration. No information was provided regarding any intervention for the reported occlusion or patient outcome.